Event description:
A customer reported a refractive surprise following an intraocular lens (iol) implant procedure. The pt experienced poor vision and halos. The lens was exchanged. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire has not been received. (B)(4).